Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. It was further reported that the device reached possible premature battery depletion due to high pacing thresholds on the left ventricular (lv) lead. The lv lead and the device were explanted and replaced. No further patient complications have been reported as a result of this event.